Event description:
The olympus representative reported that the videoscope cable had a no image and white balance issue. The issue was found during preparation for use before a therapeutic procedure( endoscopic retrograde cholangiopancreatography). The patient was not anesthetized and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no root cause could be determined, as the reported no image issue could be reproduced and the issue could not be confirmed; the videoscope cable met specifications. Olympus will continue to monitor field performance for this device.